Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported event (not output from the hd-sdi out 1/2 terminals) was duplicated, the image signal was not output from the comp out terminal, and the subject device gave the lamp fan error which indicated incorrect rotation of the lamp fan. (B)(4) also found that these failures were caused by the printed circuit board in the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon that not output from the hd-sdi out 1/2 terminals was attributed to static electricity during the installation. Also there was the possibility that the reported phenomenon that the incorrect rotation of the lamp fan was attributed to the failure of the printed circuit board due to the overcurrent while connecting to the power supply. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the local office engineer of olympus (B)(4) that during the inspection before the installation of the subject device at the user facility, it was found that the image signal was not output from the hd-sdi out 1 terminal and hd-sdi out 2 terminal. There was no report of patient injury associated with this event.